Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation 1.5mm x 4mm screw catalog #: 91-6104 lot #: ni. Concomitant therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00140.

Event description:
It was reported by the patient's legal counsel the patient had a fourth revision of his mesh cranioplasty due to continued pain. The third revision added some pain relief but the pain persisted and the patient required removal of the entire titanium mesh and replacement with a new biomet microfixation mesh. The surgeon's letter states, "where very delicately I was able to remove the entire residual mesh which broke apart in pieces upon removal during the removal." The letter also states, "because of the very thinned out nature of his scalp I was unable to give the patient a pure cosmetic results because to follow normal contours of the skull the scalp would not come together. He is now left with a cranial deformity but has a protective mesh over his underlying brain." No additional patient consequences were reported. The fragments of mesh were sent to the pathology department.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and operative reports. The legal document provided 6 intraoperative pictures and 4 postoperative pictures. Img_5818 on pages 7 & 8 and the untitled image on page 10 show the mesh prior to explantation. Tissue overgrowth and dark discoloration can be seen. The margins of the mesh and native bone flap cannot be determined based on these pictures as well as the identity of the dark discoloration. Img_5819 on page 9 shows the mesh at the beginning of explantation. The same observations can be made as in the previous pictures. The mesh appears to be bulky in nature which may be due to tissue overgrowth and/or bone cement used in conjunction with the mesh. Img_5820 on page 11 appears to show fragments of implant being removed in the area of where the margins of the mesh might have been. Img_5821 on page 12 appears to show the area of where the mesh was implanted with the mesh completely removed. Img_5822 on page 13 show the newly implanted mesh at the end of the revision. The remaining pictures on page 14-17 show the patient postoperatively with the cranial deformity. No product was returned and no functional/material testing or inspections could be performed. No pathology results were provided. No conclusion could be reached as to the cause of the mesh degradation and screw loosening based on the information and pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) of this product states in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union, which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Metal sensitivity, or allergic reaction to a foreign body. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Inadequate healing. Apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant. It also states in the section titled warnings: surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, and adherence to load bearing instructions have an effect on the service life of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Implant materials are subject to corrosion. Implanting metals and alloys subjects them to constant changing environments of salts, acids, and alkalis that can cause corrosion. Putting dissimilar metals and alloys in contact with each other can accelerate the corrosion process that may enhance fracture of implants. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00140-1.